Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg became inoperable. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 due to failure to recharge the system. The ipg was explanted and replaced during the procedure which resolved the issue.